Event description:
Pt complaint of dull needle. Plunger sometimes sticks on barrel without completion of medication injection and requires a little extra force to complete injection. Diffuclty in teaching pt to draw up medication because pt cannot tell where button of plungery is and it looks like a bubble in the button when it is actually part of the suringe.